Event description:
During ablation procedure for atrial fibrillation, patient experiences a lipv rupture that necessitated emergent pericardiocentesis and open sternotomy in the cardiac cath lab. Pt was stabilized and transported to the operating room where patient was placed on cardiopulmonary bypass and the pulmonary vein was repaired by cardiac surgeons. On (B)(6) 2011: elective ablation for atrial fibrillation.